Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 was failed and required maintenance. The customer attempted to manually open and close the drawer from the back and rebooted the system twice; however, the drawer did not open during recovery attempts and had initially displayed an incorrect status indicating it was open when it was actually closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed and required maintenance. A field service engineer replaced the drawer open/close sensor, tested the drawer in hardware test application (hta) diagnostics, and successfully recovered it in the med application. The system functioned as intended after the field service engineer repaired the device.